Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer has been sent a replacement device. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device kept shutting on and off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and the reported issue was able to be verified but was not able to be duplicated. Investigation determined the root cause was a software issue. The customer received a replacement device to resolve the reported issue, this device was archived by stryker.

Event description:
The customer contacted stryker to report their device kept shutting on and off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.